Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to premature battery depletion (pbd). No additional information is available at the moment. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information: b5. Describe event or problem. H6. Impact codes and device codes.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to unknown reasons. No additional information is available at the moment. No additional adverse patient effects were reported.